Manufacturer narrative:
(B)(4). One 4mm tip, medium curl, bi-directional, safire blu duo irrigated ablation catheter was received for evaluation. A bend in the shaft was noted but did not affect the functioning of the device. Functional analysis of the returned device included electrical and temperature testing which all met sjm specifications. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown as the event could not be confirmed. Per the IFU, vascular perforation in an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure using a safire blu duo ablation catheter, a pericardial effusion occurred. Following transseptal access, the right pulmonary veins were isolated with a safire blu duo ablation catheter when a slight increase in heart rate was noted. Intracardiac echo revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. The patient was transferred to the ICU in stable condition and was discharged home the following day. There were no performance issues with any sjm device used.